Event description:
It was reported that high v-threshold triggered, patient was "feeling funny", and dislodgement was suspected. Patient will be scheduled for lead reposition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.